Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing and produced noise. The lead was reprogrammed. Approximately a month later, the patient experienced pain and dyspnea. The patient did not want to proceed with a revision. No changes were made. The lead remains in use. The patient was part of the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was programmed off, and later capped and replaced.